Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have incurred a fracture. Additional information was requested but no further information was obtained. No adverse patient effects were reported. Evidence suggests that the lead remains in service.

Manufacturer narrative:
--

Event description:
Additional information obtained from the field which indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.